Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the stroke was confirmed via. Neuro assessment and computed tomography (CT) scan. The patient developed left sided weakness after physical therapy. Stroke symptoms presented over 24 hours following the implant of the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0011611222); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-34 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; product ID d-evolutfx-34 (lot: 0011999383); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-34 (serial: (B)(6); product type: 0195-heart valves; the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve (B)(6), inside a patient with a sievers type 1 bicuspid valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 millimeter (mm) n on-medtronic (tyshak) balloon. During the first deployment attempt, at 80% deployment, the depth was noted at 0--1 mm on the non-coronary cusp (ncc). It was noted at this point using transthoracic echocardiogram that the inflow of the valve looked under-expanded. The valve was subsequently recaptured due to the valve being placed too high. Upon recapture, the valve appeared infolded using flouroscopy. The valve was withdrawn from the patient.  A second bav was performed using a non-medtronic 22 mm (true) balloon. A second valve (B)(6) was loaded on a new dcs and successfully implanted in the patient. The final mean gradient was 6 millimeters of mercury (mm hg), and no paravalvular leak (pvl) was observed. 1 day following the implant of the valve, a cerebral vascular accident (cva) occurred. Upon assessment, an ascending aortic dissection was observed which extended into the right and left common carotid arteries. The dissection appeared to begin at the distal portion of the outflow crowns of the stent frame of the valve and terminated at the distal arch of the aorta. Surgical intervention was performed to treat the dissection. Per the physician, it was unknown what caused the dissection. The patient was reported to be doing well. No additional adverse patient effects were reported..

Manufacturer narrative:
Corrected data: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [vlv e volutfx-34] product ID [evolutfx-34] serial/lot (B)(6) use by date [2025-11-08] UDI (B)(4). This is a system report. The section d information is for the primary device, which was in use with the following: brand name [deliv sys d-evolutfx-34] product ID [d-evolutfx-34] serial/lot (B)(6) use by date [2025-10-16] UDI (B)(4). H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.